Event description:
The lead and generator were received and product analysis was performed. Product analysis on the lead identified a fracture of the connector ring quadfilar coil was found 24mm from the electrode bifurcation. The fracture was evaluated using a scanning electron microscope which identified extensive pitting at the fracture site. This is indicative that the fracture was present while stimulation was being provided. Additionally, an abraded opening was found in the inner tubing at the site of the fracture. The portion of the lead with the tie downs and electrodes was not returned, therefore analysis could not be completed to determine this portion's role in the high impedance event. During product analysis the generator was examined. The internal data on the generator was reviewed and it noted that the last change in impedance values occurred on the day of explant. The prechange impedance was 11,109 ohms and the post change impedance was 14,946 ohms. Functional testing on the generator found that the generator was successfully interrogated in the lab and diagnostic testing resulted within normal limits. The pa lab found that the generator performed to all functional specifications and the battery status was at ifi=no.

Event description:
It was reported that the physician discovered high impedance during a routine office visit. A system diagnostic's test was run and found an impedance value > 10,000 ohms. It was also reported that the patient's parents believed that the magnet was not as effective recently in aborting seizures. X-rays were performed and reviewed by the manufacturer. A review of the x-rays found a potential lead fracture approximately 1 cm from the anchor tether. The patient was referred for a full system revision. The patient underwent a full system revision on (B)(6) 2016. No additional relevant information has been received to date.